Event description:
Customer reported the system is displaying a interlock error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the relay pcb and system interface pcb.